Event description:
It was reported that this right atrial (ra) lead was capped on (B)(6) 2019 due to an unknown product performance issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)